Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a burning smell was noted coming from the home choice (hc). The event occurred during use on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues were noted that were related to the reported problem. A visual inspection was performed with no issues noted. A power on self-test was performed with no issues. A simulated therapy was performed. The reported problem was identified and the power inlet module was replaced. Should additional relevant information become available, a supplemental report will be submitted.